Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere impactor fractured during implantation. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4), if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product/provided pictures identified the grey tip of the impactor is fractured in two pieces. The impactor has damage to the entire body of the handle and strike plate. The material cert confirms that the material of the tip matches the print. The features of the gray tip fracture surface visually align with a bending overload fracture failure mode. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.